Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level; bg value not provided. Cause was not known. Insulin was administered via a manual injection to address bg. The customer reverted to an alternate form of insulin therapy.